Manufacturer narrative:
Concomitant medical product: 496860 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stored electrograms (egm) showed oversensing of electromagnetic interference on the atrial channel. The device remains in use. No patient complications have been reported as a result of this event.